Event description:
A percutaneous endoscopic gastrostomy feeding tube was placed november 29,1996 in a 62-yr-old male pt with medical conditions unknown. On november 19,1997, the tube fell out of the pt's stoma tract. It was noted that the tulip tip on the distal end detached. It is assumed the pt passed the tulip tip as there was no obvious evidence of obstruction. A replacement tube was inserted to continue feeding. No further info was available as no add'l adverse events occurred.